Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No alarm, reset anomaly, alarms or blank display noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received external ram error alarm and unexpected restart alarm. The customer reported that the insulin pump had a blank display. The customer reported that they pushed a button and the insulin pump rebooted. The customer's blood glucose was unknown at the time of incident. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm did not occur after inserting a new battery. The customer stated that the unexpected restart alarm was recurring during normal use. The customer was advised that the insulin pump will need to be replaced. The customer was advised to monitor the insulin pump and they may continue to wear the insulin pump until the replacement arrives. The insulin pump will be returned for analysis.